Event description:
It was reported that the reusable cables would work, however, when connected to temporary box, no pacing was seen. When the customer replaced with a new set of cables, these worked. This had occurred on two separate occasions. It is expected that the cable will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).